Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported; therefore, no lot release records were reviewed. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16, checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that she did not have her full settings to enter into her new pdm but decided to enter the information based on her memory, which we did advise her not to. As a results she had to be hospitalized due to her blood glucose reading greater than 13.9 mmol/l (250 mg/dl). At the hospital she was treated with insulin intravenously and was placed on a sliding scale therapy.